Manufacturer narrative:
Concomitant products : 6947-65 lead implanted (B)(6) 2010, 5076-45 lead implanted (B)(6) 2005.

Event description:
It was reported that the device had premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.